Event description:
It was reported the case was found cracked during preventive maintenance inspection. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case is cracked/broken. Upper case and battery drawer are broken. Side bail covers, ring cover, side bails and ring are missing. Heart lead flex is contaminated. (B)(4).